Event description:
It was reported that a pt was diagnosed with hearing loss after an mr scan with a signa excite hd. No further medical treatment has been provided at this time. Based on hospital f/u with an acoustic noise questionnaire, the exam lasted for an hour, and the pt was provided with hearing protection. The technician at the site indicated that the ear plugs might not have been inserted correctly, and the ear plugs may have slipped out during the course of the mr scan. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.